Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading was 58 and blood glucose reading was 108 mg/dl. It was also reported that the customer's insulin pump went into threshold suspend at 60. The customer removed the sensor and noticed that the cannula was bent. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.